Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer and identified the failure mode as a multiple component malfunction. Replaced the tube mounting joints and o ring of wash station. Replaced the sample syringe and reagent syringes. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported the quality control (qc) and patient results of multiple assays were erratic on the au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.